Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks on the insulin pump. The customer's blood glucose reading was 13.9 mmol/l. The customer does not remember if the pump was dropped or bumped recently. The customer was advised that it is not safe to use with cracks on it. The customer will be sent a replacement pump.